Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer site. Siemens headquarters support center (hsc) completed their investigation of the event. Hsc evaluated the instrument data logs and the cse report. The cse inspected the system, and replaced the sample 3 horizontal motor and horizontal belt. The system was returned to operation. Replacement of these parts is considered normal troubleshooting/maintenance for issues of this nature. A potential product issue was not identified. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely depressed carbon dioxide (co2) results were obtained on patient samples on a dimension vista 1500 system. The discordant results were not reported to the physician(s). The same samples were reprocessed on an alternate dimension vista system and higher results were obtained, considered correct, and reported. There are no reports of patient intervention, or adverse health consequences due to the discordant, falsely depressed co2 results.